Manufacturer narrative:
Device has exceeded its 5 year usage. Analysis of the customer provided images indicates that the fork was not properly maintained. The fork failure is highly detectable - as the bearings age the front caster wheel stops turning effectively. Review of order history indicates that the customer did not order replacement components.

Event description:
End user hit a pothole in the ground, causing the end user to fall and break hip. Images were also provided of the front fork showing it had broken. Date of incident is unknown.